Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant upstream occlusion alert', which was not reproduced. A review of the event history log identified 'upstream occlusion. The cause was determined to be an out of specification ultrasonic sensor, with lower reading of 2,575. The component could not be calibrated, therefore ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant upstream occlusion alert. There was no patient involvement. No additional information is available.